Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a primary stenting of the sfa. The physician stated that after deploying the protege everflex stent that he saw 3 different sets of markers so they looked at the deployment system and the distal tip was missing. Another physician had to assist and they used a snare to retrieve the distal tip. The patient is doing well.